Manufacturer narrative:
H.6. Investigation: seventy six sealed and intact 32g x 4mm pen needle samples were returned from lot. No. 8282628, cat. No. 325106. Visual examination was carried out on the returned samples along with a clog test as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that unspecified number of pn 32x4 france 5b 100bx experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: a patient encountered problems with our ultra 4mm microfine needles lot 8282628 twisted or clogged needles

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified number of pn 32x4 france 5b 100bx experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: a patient encountered problems with our ultra 4mm microfine needles. Lot 8282628 twisted or clogged needles.